Event description:
It was reported when using the bd pyxis medstation 4000 system, refrigerators located in intensive care unit and emergency room were not being detected on the communication bus, required technical support. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that refrigerators were not being detected on the communication bus. A technical support specialist confirmed that issue resolved was by customer. The system functioned as intended after the technical support specialist troubleshooted the device.